Event description:
Hamilton medical ag received the following event description during the ventilation, the device alarmed with tf 5507 error codes. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome. The device generated repeated technical failure tf 5507. The event occurred during active ventilation (niv mode) and was preceded and followed by multiple ventilation instability alarms including low tidal volume, disconnection, and pressure-related alarms. Patient involvement was reported; however, no harm was reported. Investigation included logfile review confirming recurrence of tf 5507 and associated alarm patterns consistent with gas mixing or delivery disturbance. The sensor board was previously replaced without resolving the issue, suggesting the root cause is unlikely related to the sensor board. Based on recurrence and logfile evidence, the probable root cause is intermittent or degraded mixer valve performance affecting gas blending and delivery. However, based on the available information, the exact root cause could not be determined. This case is considered as closed.